Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported mobile blood glucose results: 08:33 p.m. 19.2 mmol/l 09:00 p.m. 23.9 mmol/l 09:03 p.m. 10.4 mmol/l 09:06 p.m. 21.1 mmol/l 09:08 p.m. 23.9 mmol/l 09:10 p.m. 11.1 mmol/l 09:21 p.m. 14.2 mmol/l 09:29 p.m. 17.2 mmol/l caller took 30 units lantus and 6 units novorapid based upon 08:33 p.m. Result of 19.2 mmol/l. Result at 11:10 p.m. Was 3.7 mmol/l, customer self-treated symptoms of hypoglycemia. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.